Manufacturer narrative:
(B)(4).

Event description:
During a three month check, the interrogation showed high thresholds for this lead. No action was taken and this lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.